Manufacturer narrative:
As reported, during a laparoscopic inguinal hernia repair procedure using capsure fixation device on a patient with thin skin, the fastener protruded through the skin. Based on the information available to date, no conclusions can be made. The most likely cause of the fastener protrusion was the patient's anatomical factor (thin skin) in combination with excessive counter-pressure during fixation. The precaution section of IFU states, "care should be taken not to use excessive counter pressure as this may damage the tissue, the material being fixated, and/or the device." Review of manufacturing records confirms the product was manufactured to specification. To date, this is the only reported complaint for this manufacturing lot of 600 units. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, during a laparoscopic inguinal hernia repair procedure using capsure on a patient, the fastener protruded through the skin. Reportedly, the protrusion happened immediately after the fixation during the procedure and the penetrated fastener probably left in patient. It is believed that the tip of the fastener protruded slightly beyond the skin due to the patient having thin skin (thin build) and the application of excessive counter pressure during fixation. There was no patient harm or injury.